Manufacturer narrative:
Concomitant medical products: lgc tibial fit tray cem sz 4f / 4t (cat# 02-012-45-4040 / serial# (B)(4)), logic cr femoral cem, left, sz 4 (cat# 02-010-03-0240 / serial# (B)(4)), three peg patella 38mm (cat# 200-02-38 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 2-3 yrs. Postop the initial ltka for this (B)(6) y/o male patient, the poly wore through. The surgeon thinks it was based on the positioning of the components and the poly. Patient was last known to be in stable condition following the event. The device will not be retuned due to hospital policy does not allow.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of a combination of the posterior tibial slope and the slope + tibial insert which allowed for excessive posterior contact between the femoral component and the tibial insert, especially medially, and led to wear in the polyethylene. Additionally, a contributing factor to the wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. However, this cannot be confirmed as the devices were not available for if any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
(H3) the evaluation noted that revision reported was likely the result of a combination of the posterior tibial slope and the slope + tibial insert which allowed for excessive posterior contact between the femoral component and the tibial insert, especially medially, and led to wear in the polyethylene. Additionally, a contributing factor to the wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. However, this cannot be confirmed as the devices were not available for evaluation. The most probable root cause associated with the reported event of "prosthesis wear" is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.